Event description:
It was reported that high impedance was observed while interrogating the device. The physician disabled the device and referred the patient for x-rays. Chest and neck ap-lateral x-rays were reviewed. Per the images provided, the generator is placed at the sixth rib in the left chest axillary area. The connector pin(s) and lead wires at the connector pin(s)cannot be assessed due to the quality of the images. Based on the images provided a strain relief bend appears present. Electrodes appear to be placed on the patient's right side; however, this cannot be confirmed. Only one-tie down appears present, therefore tie-downs are not placed per labeling. The lead appears to be routed behind the generator. Based on the images provided, no conclusion can be drawn on the cause of the reported high impedance. Note that the presence of lead discontinuities and microfractures cannot be ruled out. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.